Manufacturer narrative:
The customer returned 43 pressure sensors removed from the alaris pump devices for investigation. The 43 sensors could not be associated with the pump module serial number that it was removed from. The alaris pump modules and event logs were not returned for investigation. The alaris software will trigger error messages when the voltage is too low or too high. The error messages were confirmed in 39 of the 43 pressure sensors returned. Of the 43 sensors returned, 6 sensors alarmed with channel error code 240.4150, (voltage on the upper pressure sensor may be too high or the pressure sensor may be broken), 31 alarmed ¿check IV set¿ (administration set not properly installed, pump door may be open, flo-stop sensor may not be engaged, or there may be an upper or lower fluid side occlusion), and the remaining 6 sensors completed the 2-hour infusion with no errors. A ¿check IV set¿ does not necessarily mean the pressure sensor needs to be replaced. The 240.4150 error can either be a hard error (240.4150.0, sensor needs to be replaced), or a log only error (240.4150.5, voltage out of range, sensor would not have to be replaced). Testing the sensors alone without the device or error logs cannot determine whether the 240.4150 is a hard error or a log only error.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "error code 240 4150 displaying "check IV set" with no IV in device when this code displays the manual states to replace the bottle/upper pressure sensor it cost (B)(6) per sensor to replace in the month of (B)(6) alone we had to replace 43 manufacturer response for IV pumps, alaris pump (per site reporter) pressure sensor failure I have looked at the excel sheet of your pressure sensor replacement I noticed you were replacing pressure sensors for units that had hard failures (check IV set or 240 4150 errors), also replacing for seeing the 240 4150 error in the error log in one case a unit had a 240 4150 error in the log but the pressure sensor latch was broken the broken latch can contribute to the sensor showing the 240 4150 error also looking at the error log check if the error is a 240 4150 0 (hard failure) error or a 240 4150 5 (log only) error if it is a log only failure, this can be caused by closing the door with a primed line causing a spike voltage to the sensor this would register a 240.4150.5 error in the log this is not a hard error and would the pressure sensor would not have to be replaced the pressure sensors can also be damaged unintentionally from hospital personal a nurse may accidently push on the pressure sensor with their finger or when the units are being cleaned a sensor can go faulty if excessive pressure in placed on the face of them I have also attached the recommended priming procedure and recommend head height procedure." An incomplete mw date of event of (B)(6) 2019 was provided. These were noticed during device preventative maintenance.